Event description:
The manufacturer received a voluntary medwatch (mw5163617) with information that a patient felt and looked like they were burned on the tip of their finger while on the alice nightone na wireless device. The device was used with nonin finger model 3017lp. In addition, it was alleged the patient woke up with a puffy face and swollen finger on the left hand with redness across the tip of the finger. Once the sensor was removed, there were red swollen spots where the cuticle meets the nail bad and on the first knuckle. In addition, a bluish bruise was where the sensor was. The area was tender for several hours and sensation did not return approximately 24 hours later. These were assessed as non-serious injuries. There were no reports of medical intervention. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. Upon completion of the investigation, a supplemental report will be filed.